Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Event description:
Healthcare professional reported, "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, opening curved on anterior, creases fold and white particles inner device. Leak test and microscopic analysis was performed which identified, striated opening on anterior, opening crease sharp on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage. An opening crease sharp on posterior assessed, as fold flaw opening.